Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons had to be hit twice to activate sometimes of the insulin pump and scratches that did not readable. Customer stated that insulin pump rewind slower than its rewind in past. Customer also stated that insulin pump did not reboot as quick as it used to be. Insulin pump had broken a couple belt clips and random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.